Event description:
The customer did not report a malfunction. During inspection of Duodenovideoscope, it was observed that there was chipped glue on the objective lens and light guide lens. It was also noted that the light guide lens had a chip. There was no patient involvement.

Manufacturer narrative:
This MDR was submitted during the system outage from July 22, 2026 to July 27, 2026 which may result in a delay of receipt of all of the acknowledgementsThe device was returned for evaluation.A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction:The probable cause of the issue was noted to be due to component failureShould additional relevant information become available, a supplemental report will be submitted.Olympus will continue to monitor field performance for this device.